Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device. Additionally, under "warnings and precautions" the IFU states: "if repositioning is necessary, take special care to retract the coil under fluoroscopy in a one-to-one motion with the v trak¿ delivery pusher. If the coil does not move in a one-to-one motion with the v trak¿ delivery pusher, or if repositioning is difficult, the coil may have become stretched and could possibly break. Gently remove and discard the entire device" and "due to the delicate nature of the mcs coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential coil breakage and migration."

Event description:
It was reported that during placement of the 5th and final embolization coil, the coil prolapsed out of the treatment site. After three (3) unsuccessful attempts to re-sheath and place the coil, the coil was withdrawn. During withdrawal, the proximal end of the coil stretched and broke inside the microcatheter. A snare device was unable to retrieve the distal coil segment; therefore, the coil was tacked to the vessel wall with a stent. There was no reported patient injury and the patient is currently reported to be doing fine.